Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her husband (the patient) and reported high blood glucose (bg) levels. According to the reporter, the patient reportedly had a bg level of '600 mg/dl' on (B)(6) 2012. He reportedly went to his health care provider (hcp) and was treated with IV fluids for dehydration. The reporter mentioned that the patient had the pump on during the hcp visit and she was able to administer a bolus which reportedly brought his bg level down to '172 mg/dl.' The reporter mentioned that she did not think that the patient was bolusing properly. At the time of contact with anm, the patient's bg level was at '85 mg/dl.' The morning of (B)(6) 2012, the reporter claimed that the patient woke up with a bg level of '392 mg/dl' but without symptoms. The pump's alarm history revealed that an occlusion alarm occurred during the night at 2:46 am but was unconfirmed. The patient reportedly did not hear the alarm. When she attempted to administer a bolus, the pump reportedly gave a not primed warning. The reporter disconnected the patient from the pump and primed the pump. When attempting to administer another bolus, a cs 064-0001 alarm occurred. Through troubleshooting, the reporter was able to reboot the pump. She removed the cartridge from the pump and pushed on the plunger. Resistance was met. The reporter then removed the tubing from the cartridge and insulin moved freely out of the cartridge. At that point, the reporter admitted that the tubing had not been changed for 10 days or possibly 2 weeks. The reporter was able to prime new tubing and inserted a new site. She performed the fill cannula step and delivered a bolus. The reporter was instructed on changing the tubing every 2-3 days. She was advised not to reuse tubing. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level suggestive of severe hyperglycemia and was treated at a hospital. However, the patient's injury can be attributed to possible use-error considering the patient was using the same tubing for over 10 days. It is unclear at this time if the patient had been getting occlusions prior to developing the '600 mg/dl' bg level. In addition, the reporter mentioned that she felt as though the patient was not bolusing properly.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/19/2013 with the following findings: due to continued use of the pump, the history from the event date was overwritten. The pump¿s available history began (B)(6) 2013, and no activity outside of normal use was observed. The total daily doses added up and correctly reflected the users¿ programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The complaint could not be duplicated during testing. Unrelated to the complaint, the force sensor calibration was not detecting the correct force during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.